Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I¿ve attached images of the boxes for the complaint. Is there any way they can get replacement boxes if suture to make them happy? This customer is getting extremely frustrated. - could you please provide the lot number and product code? 698h 10b8ex 699h 10b8zz. -did the reported issue contribute to any patient adverse consequences? They had to use more suture and start over. -how many devices demonstrated the alleged deficiency? 12 sutures so far. - did the event occur during one or multiple patient procedures? Multiple. - what is the total number of procedures? 3 so far. - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? Same suture boxes. - please provide the source or name of person providing answers to follow-up: (B)(6)/ reported by (B)(6) at their office. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that they just spoke with the doctor's office and she said they are having these 4-0 and 5-0 suture pop off the needles when the doctor is trying to tie knots. There were no patient consequences reported. Additional information was requested.